Manufacturer narrative:
Reference MFR report # 2916596-2018-05307 for the report of the patient's pump exchange.approximate age of device ¿ 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced change in mental status following recent device exchange. Head CT was done on (B)(6) 2018 due to change in mental status and right upper extremity was weaker than left upper extremity; which revealed new area of parenchymal hypodensity involving the insular cortex posterior perisylvian lobe and posterolateral left parietal lobe consistent with acute to subacute posterior division left middle cerebral artery (mca) infarct. Patient was on asa 81 mg daily and heparin infusion. Repeat head CT was done to assess stroke when anticoagulation was therapeutic on (B)(6) 2018 which showed evolving left mca infarct without frank hemorrhage; residual, mild mass effect; background of mild, chronic ischemic and atrophic changes. No additional information was provided.

Manufacturer narrative:
This type of event has been previously investigated. Stroke is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.